Manufacturer narrative:
The device was returned as part of the asset return process found the acoustic lens has a scratch which reaches to the glue-layer and the forceps elevator has foreign material. Additional findings were as follows as non-reportable: suction cylinder was shaved, due to deformation of nozzle, water removal ability does not meet the standard value, due to wear of angle wire, the adhesive on bending section cover was detached, the connecting tube, due to wear of the angle wire, bending angle in down-left-right direction does not meet the standard value, the universal cord, the distal end all have a scratch, the objective lens, due to wear of the angle wire, play of the up/down knob exceeds the standard value, the adhesive on the bending section cover was peeled, the light guide lens, objective lens both have a chip, the grip, the scope cover both has a dent and due to the damage on the channel tube, water tightness was lost. Based on the results of the investigation, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): warning ¿¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor the field performance of this device.

Event description:
The evis exera ii ultrasound gastrovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the acoustic lens has a scratch which reaches to the glue-layer and the forceps elevator has foreign material. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.